Event description:
It was reported that the device displayed an audible low-pressure alarm. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
One device was returned for analysis for complaint that device displayed an audible low-pressure alarm. No relevant 12-month service history was found on review. Visual and verification testing confirmed customer complaint. Replaced variable restrictor/ filter assembly and performed variable restrictor calibrations (vr1's) to resolve customer complaint.